Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was implanted during surgery and it was spontaneously removed in ICU within 1 day after implantation. There was leakage from the balloon area.

Event description:
It was reported that the foley catheter was implanted during surgery and it was spontaneously removed in ICU within 1 day after implantation. There was leakage from the balloon area.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable as the reported event was confirmed as cause unknown to dent in material (asymmetrical balloon). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.